Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The clip was opened, closed and rotated but would not detach so the closed clip was pulled off the tissue. There was no patient injury or bleeding, but the defect was left open and caused a prolonged procedure of 10 minutes. The procedure was completed with no additional device. The patient did not come back for an additional procedure to close the defect. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failed to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The clip was opened, closed and rotated but would not detach so the closed clip was pulled off the tissue. There was no patient injury or bleeding, but the defect was left open and caused a prolonged procedure of 10 minute. The procedure was completed with no additional device. The patient did not come back for an additional procedure to close the defect. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imrdf code a15 captures the reportable event of clip failed to release from the catheter. Correction: e4: init rptr also sent rep to FDA. Block h11: investigation results the returned resolution 360 clip was analyzed, and visual inspection found the device returned with the clip assembly stuck in the bushing, without any activation performed. The microscopic examination found evidence of the clip assembly stuck into the bushing. The reported event of clip failure to release from catheter was unable to be confirmed. The investigation did not detect any problems related to the reported issue, clip failure to release from catheter as the clip assembly returned without any activations performed. However, after product analysis, it was found that the clip had evidence of soft deployment, as the clip was detached from the bushing but still attached to the control wire. This might occur due to operational factors during the procedure, such as the physicians technique during the deployment of the clip, the scope position or angle, or detachment of the capsule due to hitting a surface. However, these are only hypotheses. After the soft deployment occurs, it could happen that upon reopening the clip, the capsule gets detached, and when the physician tries to close it again, a misalignment of the capsule bushing can cause it to get stuck into the bushing during retraction, consequently deforming the capsule. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.